Event description:
Customer reported they experienced 5 button hole flaps. The surgeries were postponed. The physician is suspecting the button hole flap problem is due to the pi cone height error. The physician requested pi testing and investigation.

Manufacturer narrative:
Eval: customer confirmed to amo that they have thrown away the suspect pi/cone. Therefore a product test/eval of the pi cannot be performed. Device history record (DHR) for the pi was reviewed and documentation shows that mfg was done following procedures and product met specs. Field service specialist (fss) checked the laser system that was used with the pi and confirmed the parameters are within the amo specs. The fss performed simulation tests and cut flaps in the gel for the requested thickness of 100 microns. The flaps cut using the suspect lot pi is on average 15-20 microns thinner than the flaps cut using the pm test cone. Laser system meets amo specs. At this time the only info from the pts is that surgery was postponed. Note: all pertinent info available to abbott med optics (amo) at the time of this report has been submitted. Should new info that changes the facts and/or conclusion of this report becomes available, a supplemental report will be submitted.